Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock on no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during a primary tka procedure on patient's right knee, a triathlon cemented femur was opened. The outer packaging was intact but the inner plastic packaging was broken. The surgeon refused to use the implant as its sterility could not be assured. A replacement implant was procured in the time it took to mix the cement - as a result, there was no surgical delay and no adverse affect to the patient. The procedure was completed successfully .

Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed through visual inspection. Device evaluation and results: based on the visual inspection of the returned packaging it appears that this component packaging may have been compressed and/or dropped from a height causing damage to the carton and outer blister. Medical records received and evaluation: not performed as the event is related to a packaging issue. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the investigation concluded that the packaging damage was most likely caused by incorrect handling prior to the opening packaging whereby the carton may have been compressed and/or dropped from a height causing the damage to the carton. No further investigation for this event is required at this time.

Event description:
It was reported that during a primary tka procedure on patient's right knee, a triathlon cemented femur was opened. The outer packaging was intact but the inner plastic packaging was broken. The surgeon refused to use the implant as its sterility could not be assured. A replacement implant was procured in the time it took to mix the cement - as a result, there was no surgical delay and no adverse affect to the patient. The procedure was completed successfully.